Event description:
It was initially reported that the patient had an increase in seizure, unknown if above or below pre-vns baseline. The relationship of the increase to vns is unknown. Good faith attempts for more information have been unsuccessful to date.